Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler's set compartment door when removing the set at the end pd treatment. It is unknown at which point in therapy the leak may have began. The patient contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. The cassette was discarded and is not available to return. Upon follow up, the pdrn confirmed treatment was completed on the date of the event but is unsure if the patient was able to complete treatment the following day, however, she confirmed the patient is trained to complete treatments with manuals if needed. The cassette lot number is unknown. The replacement cycler was received and the reported cycler was returned to the plant.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler's set compartment door when removing the set at the end pd treatment. It is unknown at which point in therapy the leak may have began. The patient contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. The cassette was discarded and is not available to return. Upon follow up, the pdrn confirmed treatment was completed on the date of the event but is unsure if the patient was able to complete treatment the following day, however, she confirmed the patient is trained to complete treatments with manuals if needed. The nurse confirmed the patient did not experience any symptoms within 72 hours of the reported event. The cassette lot number is unknown. The replacement cycler was received and the reported cycler was returned to the plant.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler's set compartment door when removing the set at the end pd treatment. It is unknown at which point in therapy the leak may have began. The patient contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. The cassette was discarded and is not available to return. Upon follow up, the pdrn confirmed treatment was completed on the date of the event but is unsure if the patient was able to complete treatment the following day, however, she confirmed the patient is trained to complete treatments with manuals if needed. The nurse confirmed the patient did not experience any symptoms within 72 hours of the reported event. The cassette was discarded and the lot number is unknown. The replacement cycler was received and the reported cycler was returned to the plant.